Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. The evaluation determined that the device failure to detect and charge its internal battery was due to a defective battery. The internal battery was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device failed to detect and charge its internal battery. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. Review of the device logs revealed a single occurrence of "battery inoperable" alarm. Based on all information, this error message was most likely due to the removal of the internal battery while the device was connected to an external power source. Based on all evidence and previous investigations of similar complaints, the investigation determined the battery defect was most likely due to an isolated component failure in the main circuit board (pcb) of the battery assembly. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device failed to detect and charge its internal battery. There was no patient injury reported as a result of this incident.